Event description:
Reporter stated that she attempted to obtain a result on her aviva meter while using expired strips but could not because of an error message. This was in the morning. Reporter stated that close to midnight, she passed out while calling 911 after feeling hypoglycemic symptoms. Reporter stated the paramedics arrived and obtained a result of 104 mg/dl, treated her with glucose jelly, obtained a result of 115 mg/dl, advised her to drink orange juice and then obtained a result of 154 mg/dl. The readings were all obtained on the paramedic's meter. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.